Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 415 mg/dl and customer declined troubleshooting for it and treated it with the syringe. The customer also reported that battery out limit alarm and no delivery alarm also. Customer stated that, the pump alarmed after battery change and the insulin pump was alarming at time of call. The device will not be returned for analysis.